Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The event of pain at ipg site was reported to abbott. Multiple attempts to reach the patient have been unsuccessful with no response from the patient. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.